Event description:
The international customer reported the device alarmed due to a data acquisition pcb adc reference failure. The device was in CPAP mode when this occurred. There was no patient involvement.